Event description:
Customer was admitted to hospital for high blood glucose and diabetic ketoacidosis. Customer stated she had persistent off no power alarms. Batteries lasting about 1 day. Reviewed alarm history and (5) a05's (off no power) revealed. Customer is not available to troublshoot. Representative inspected battery compartment and it is intact; no corrosion or cracks in battery carrier representative confirms customer is using correct batteries. Trainer called and stated the high pressure test failed. Pump did not alarm until 9.8 units on first try and 10.4 units on the second try. No further details.